Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while opening a car door. Upon review, it was determined that the therapy was delivered due to t-wave oversensing and myopotential artifacts. The patient was seen in-clinic, where provocative maneuvers revealed minimal myopotential artifacts. Diagnostic imaging was performed, which showed a potential slight electrode migration/dislodgement. The physician elected to reprogram the device to secondary vector with x2 gain and contacted boston scientific technical services (ts) for review. Ts confirmed that there were low r-wave amplitude measurements, which contributed to the t-wave oversensing. Additionally, there was evidence of myopotential oversensing. Ts noted that the x-ray image provided could have a slight rotation, which may have been interpreted as a migration. Additionally, it was confirmed that the new programming was the most suitable for this patient's morphology. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.